Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up, it was confirmed that there was no patient impact.

Manufacturer narrative:
The product analysis result indicates that the handpiece was noisy but could not find overheating. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during endoscopic sinus surgery, the device overheated and does not work normally intraoperatively. There was no known impact or consequence to patient.